Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was found to have a broken conductor wire at the proximal end, near the internal wire to pin connection. The instrument failed the electrical continuity test. There were no signs of thermal damage observed. The complaint was confirmed by failure analysis. The probable root cause is attributed to the manufacturing. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted sliding hiatal hernia and transhiatal non transthoracic esophagectomy surgical procedure, the permanent cautery hook instrument did not transmit current to tissue. The procedure was completed with no reported injury.